Event description:
The customer reported that there was no video image on the monitor.

Manufacturer narrative:
The ge service rep found that the c-arm technique drove to max, still no image on monitor. No x-ray was being produced. He found that the snubber pcb was blown. He replaced the snubber pcb, performed filament calibration, verified system operation, system operating as intended.